Manufacturer narrative:
Eval, method: a visual inspection and functional testing were performed. The device history and sterilization records were also reviewed. Results: the visual inspection revealed instrument marks on the header and slight discoloration at the upper septum. The ipg successfully communicated with a programmer and passed the auto-test. The device history and sterilization records were reviewed and were found to meet specifications and no anomalies were found. Conclusion: the complaint about "pt discomfort" could not be confirmed; the ipg passes all functional tests. The cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
On (B)(6) 2008, the pt was implanted with an scs system. The pt had pain at her ipg site. Pain was present when the stimulation was on and off. On (B)(6) 2010, the doctor went in to revise the pocket. The pocket was not red, swollen, or oozing. During the procedure, the doctor realized that the pt had an eon and not an eon mini. At that point, the doctor decided to replace the eon ipg with an eon mini. When the ipg was replaced and the leads were connected, stimulation was achieved.